Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor does not recognize an ECG signal) has been confirmed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to a defective c655 component on the computer/analog pca. The root cause for the defective c655 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.